Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement due to twiddler's syndrome. It was identified due to loss of capture (loc) and sensing on the atrial lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement due to twiddler's syndrome. It was identified due to loss of capture (loc) and sensing on the atrial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the lead body twisted from the terminal pin assembly to approximately 130mm from the terminal pin. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.